Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a non-recoverable fault occurred. The site had power cycled the system prior to call with no change. The technical support engineer (tse) had the customer remove the instruments and hard power cycle the system twice, but the issue persisted. The customer was suggested to convert to another da vinci, but they did not have another system at the account. The tse found communication errors in log pointing to armnet 1 likely remote arm controller (rac) 1 and recommended logging in and disabling armnet 1. However, the customer stated they were almost done with the case and converted to laparoscopic surgery. There was no report of patient injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to reproduce the arm net 1 errors but replaced the remote arm controller (rac) 1 to preemptively correct the reported problem. The system was tested and verified ready for use. Intuitive surgical, inc. (Isi) received the part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not confirm nor replicate the reported failure non-recoverable fault. The rac was installed onto a printed circuit assembly (pca) test system, where it ran 10x power cycle and sat idle for one hour. It was unable to replicate the non-recoverable fault.